Manufacturer narrative:
A ge service rep performed an onsite investigation. The lemo connector pins were straightened and all workstation connectors and fuses were reseated. The system was then found to be operating as intended.

Event description:
The customer reported a control panel communication error message. This error causes the system to immediately shut down. There is no report of patient injury associated with this event.